Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer alleged that the system failed to properly save pt images. There was no report of a user or pt injury.